Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The 3.0x38 mm xience alpine stent is being filed under a separate medwatch report number.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2019, two xience alpine stents, sizes 3.0x15 and 3.0x38 mm, were implanted in the mid right coronary (rca) artery. On (B)(6) 2020, the patient was re-admitted to the hospital with chest tightness and shortness of breath with activity. The patient was diagnosed with angina pectoris and stent restenosis in both rca study stents. Balloon dilatation was performed with two drug coated balloons in the mid and proximal rca. A 2.5x8 mm non-abbott drug eluting stent was implanted in the proximal left anterior descending coronary artery. There was no residual stenosis on angiography and the condition resolved. The patient was discharged on (B)(6) 2020. No additional information was provided.